Manufacturer narrative:
A medtronic representative clarified that the doctor used navigation planning software for his dbs stage 1 planning prior to the case and the navigation system was in the room during his procedure. However, the doctor did not use the navigation system for navigational purposes, nor does ever do so for this procedure. Therefore, navigation was not discontinued during the surgery as originally reported.

Manufacturer narrative:
Onsite investigation was preformed and the field representative reported that the image acquisition system (ias) was not launching upon system checkout. Reloading of the system software resolved the issue. No further issues were reported. No parts were returned or replaced. A software investigation was also completed. This investigation found the reported issue to be related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in an electrode & probe placement procedure, the imaging system was in position to take a scan but it displayed the message 'hold down 'm" for calibration'. They completed the m calibration and the last line on the pendant displayed 'disconnected'. They restarted it multiple times but the same issue occurred. The umbilical cord did not look damaged. They aborted the use of imaging and navigation as a result. This happened during preparation for the procedure. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.